Event description:
It was reported there were intermittent interrogations, and a new programmer head was tried. The back door also needs to be fixed. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis could not confirm the allegation. Analysis did conclude that the stylus did not work, the system fan was noisy, and the ECG connector was loose. The rf head was not sent in.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary (B)(4): analysis could not confirm the allegation. Analysis did conclude that the stylus did not work, the system fan was noisy, and the ECG connector was loose. The rf head was not sent in.

Event description:
Asku